Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 75.0 cm and 83.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. The device was returned outside of its introducer sheath. Conclusions: evaluation of the returned pod4 revealed a functional device. During functional testing, the embolization coil was able to be advanced through its introducer sheath and a demonstration lantern without issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the reported resistance could not be determined. Further investigation revealed kinks on the pusher assembly and offset coil winds on the embolization coil. These damages were likely incidental and could have occurred during packaging for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the sinoatrial artery (sa) using pod4s. During the procedure, while advancing a pod4 through a non-penumbra microcatheter, the physician experienced resistance approximately midway through the microcatheter; therefore, the pod4 was removed and immersed in saline. It was reported that the physician also experienced resistance while removing the pod4. The physician then re-attempted to advance the same pod4; however, resistance was experienced again approximately midway through the microcatheter; therefore, the pod4 was removed. The procedure was completed using three ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.